Event description:
Same case as MFR#: 2134265-2009-01296 and 2134265-2009-01297. It was reported that during a coronary drug-eluting stenting treatment procedure, removal difficulties occurred. The target lesions were located in the left anterior descending (lad) artery and the first diagonal branch. The physician used a kissing balloon technique to pre-dilate the lesion, but the first attempt with two 2.0x15mm apex coronary balloons was unsuccessful. Resistance was encountered when the balloons were advanced on the non-bsc guide-wires. Upon removal, withdrawal difficulties were encountered as the apex balloon catheters temporarily locked on the guidewire. The apex balloons were removed as a unit with the guide wire. Two 2.25x16mm maverick2 coronary balloons were successfully used to dilate the target lesion. While advancing the 2.25x16mm taxus express2 atom drug-eluting stent delivery system (sds) to the diagonal branch, the device got stuck on the guidewire. The physician successfully removed the sds and did not stent the diagonal branch. A stent was deployed in the lad to complete the procedure. No pt complications were reported and the pt's current condition is listed as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.